Manufacturer narrative:
(B)(4) - (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, at 80 watts, 147,560 joules and 23:24 minutes of use, the laser fiber was noted to be forward firing. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-611b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.